Event description:
It was reported that the patient presented for a device implant procedure. Upon positioning, it was noted that the ventricular leadless pacemaker exhibited low r-waves, low pacing impedance and was not properly fixed. The physician decided to reposition. Once a satisfactory location was found, the physician was unable to release the device from the catheter. The device and catheter were removed and still could not be separated after removal. A new device was implanted successfully through use of a new catheter. The patient was in stable condition.

Manufacturer narrative:
The reported events of separation failure, device sensing problem, low impedance and positioning failure could not be confirmed. Final analysis found that visual inspection showed that the button hole diameter was within specification and electrical and mechanical analysis performed indicated normal device functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction - d2 - device product code should be pnj rather than lwo.